Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's was not receiving effective stimulation. In turn, x-rays were taken, and impedance checks were performed, but the results are unknown. It was also reported that reprogramming attempts were performed, but could not provide resolution. As a result, the patient's scs system was explanted.